Event description:
During the implantation procedure, the lead was attached to the header and then it was unscrewed to reposition the lead. After the reposition, it was reported that they were unable to screw in the ventricular lead back into the setscrew on this device. Therefore, this pacemaker was not implanted. Note: ela medical was not aware of this event until january 30, 2007.

Manufacturer narrative:
During the implant procedure, the lead could not be screwed into the ventricular setscrew on this device. The pacemaker was not implanted. The analysis from the MFR is pending.